Event description:
It was reported that the gastrointestinal videoscope displayed a black screen. The issue occurred during a diagnostic endoscopy procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (e327) was displayed, the distal end cover was burned, there was white foreign material in air/water channel and cylinder. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no display and e327 error message was an electrical component failure. The most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of the burned distal end cover was use of a high energy device without keeping sufficient distance from the end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.